Event description:
It was reported that this patient underwent a generator change out to a cardiac resynchronization therapy defibrillator (crt-d). The following day there was high out of range pacing impedances on both the right atrial (ra) and right ventricular (rv) lead measuring greater than 3000 ohms. Additionally, the shock lead impedances (sli) were high out of range measuring greater than 200 ohms. The health care professional (hcp) reached out to technical services and disk analysis was requested. The hcp had the patient perform a patient initiated interrogation (pii). The presenting electrogram (egm) and all lead measurements were within normal range. The plan is to have the patient perform another pii in the follow week to confirm measurements. At this time, the system remains in service. No adverse patient effects were reported.